Manufacturer narrative:
Unit p-cap/reservoir locked properly in place and passed displacement test. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit received pump error 75 during self test and received unexpected battery power loss due to corroded electronic assemblies. (B)(4).

Event description:
Information received by the medtronic indicated that the insulin pump was damaged at the back of the battery compartment. Customer reported that the screen had moisture damaged. Customer reported that the reservoir was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.